Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure on an unknown date, the plate separated from the spacer on impact. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The present zero-p implant was analysed for conformance to specifications as well as the device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. A function test was performed and the implant could be assembled as required. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. Root cause is unknown. There is evidence that applied bending and torsional forces during the insertion caused this separating of this implant.